Event description:
It was reported that 2x truespan 0 degree peek devices, and a truespan 12 degree peek device were used during a knee arthroscopy surgical procedure, and it was observed that all broke when the triggers were squeezed. It was reported that there was a 30-minute delay in the procedure due to the event. It was reported that there was no harm to the patient or the user. The exact date of the event was not reported; however, it was reported that the event occurred in april of 2026. All available information has been disclosed. No further information was provided. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.